Manufacturer narrative:
(B)(4). Final analysis confirmed that the lead could not be inserted into the test cps aim catheter. Dimensional evaluation found that the 1st ring electrode was out of specification. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead could not be inserted into the cs catheter. The lead was no longer used and a new lead was implanted. The patient was in stable condition post procedure.